Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h10. D9: added the date returned to manufacturer as this was inadvertently missed on the initial report. H10: the initial report incorrectly stated the device evaluation results. The device evaluation found a defective cable which caused the broken image. The cable did not pass the water tightness test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the e311 error occurs when white balance is not set. Based on the fact that an image was not displayed, it is likely that the e311 error occurred because the white balance was not set temporarily. The cause of the broken image likely occurred from a communication failure due to faulty cable. However, the cause of the faulty cable likely occurred from the cable being deteriorated due to a water tightness failure. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The customer's reported issue of no image being displayed was not confirmed. However, service found the image was noisy, although the image was visible, due to a failure of the electrical circuit board. In addition, air/water leakage was also noted. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus, there was no image displayed on the camera head, and the device could not be used. The issue was noticed during preparation for use for an unknown procedure. The intended procedure was completed using a similar device. There were no reports of patient harm or injury associated with the event.